Event description:
Initial reporter indicated to a therapeutic consultant that their "handheld computer is freezing all the time, during interrogation." The physician does a flashcard reinsertion and the event reoccurs. The 7.1 programming software is at manufacture pending completion of analysis.